Event description:
It was reported that at 62,240 joules of use during a prostate procedure, "the fiber cap detachment. Fiber delivery element was moving inside metal housing." The "fiber became loose within the metal cap." The cap "was retrieved." The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber. Patient outcome: "ok" reported.